Event description:
It was reported that the device vpmr is out of range. Vpmr 148.4 failed, actual error -8.41%. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of vpmr being out of range was confirmed and replicated during testing. The investigation found the issue to be due to a protruding boss insert on the bottom-right bezel boss. An external inspection was performed. As incidental findings not related to the reported complaint, the right (male) and left (female) inter-unit-interface (iui) connectors exhibited contamination and corrosion, as well as minimal impact damage on the isolation ribs. Internal inspection found the bezel assembly to have a protruding bezel boss insert, causing the mechanism frame assembly to lift. Fluid ingress, corrosion and contamination were observed inside the rear case. The air in line (ail) op1 sensor, was found damage. This finding suggests the pump module experienced a physical event. An initial rate accuracy test with alaris system maintenance (asm) of the source pump module determined that the device was out of specification with an actual error of -11.500%. The vpmr was 162 l and it was noted that a calibration may be required. The rate calibration task was performed on the received pump module. As a result, the new vpmr of the pump module was 144.3 l, which was outside the acceptable range between 153.9 l and 188.1 l. It was noted that the pump module failed and must be repaired. Following temporary replacement of the bezel assembly for testing purposes only, a rate calibration was performed on the pump module with the good bezel from the dchu facility; as a result, the device was recalibrated with a new vpmr of 175.2 l. Additional rate accuracy was performed to ensure the device operated within specifications, and as a result the pump module passed the test with an actual error of -0.1667%. The device was reported with no patient involvement. Note to repair center: replace the bezel assembly, air-in-line assembly and change the plastic rivets on the boards. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device vpmr is out of range. Vpmr 148.4 failed, actual error -8.41%. There was no patient involvement.

Event description:
It was reported that the device vpmr is out of range. Vpmr 148.4 failed, actual error -8.41%. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action #. Annex a: a0401, a040502, a070908, a1801 annex b: b01 annex c: c07, c0601 annex d: d01, d15 annex g: g04067, g04037, g02017, g03005 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of vpmr being out of range was confirmed and replicated during testing. The investigation found the issue to be due to a protruding boss insert on the bottom-right bezel boss. An external inspection was performed. As incidental findings not related to the reported complaint, the right (male) and left (female) inter-unit-interface (iui) connectors exhibited contamination and corrosion, as well as minimal impact damage on the isolation ribs. Internal inspection found the bezel assembly to have a protruding bezel boss insert, causing the mechanism frame assembly to lift. Fluid ingress, corrosion and contamination were observed inside the rear case. The air in line (ail) op1 sensor, was found damage. This finding suggests the pump module experienced a physical event. An initial rate accuracy test with alaris system maintenance (asm) of the source pump module determined that the device was out of specification with an actual error of -11.500%. The vpmr was 162 ¿l and it was noted that a calibration may be required. The rate calibration task was performed on the received pump module. As a result, the new vpmr of the pump module was 144.3¿l, which was outside the acceptable range between 153.9 ¿l and 188.1 ¿l. It was noted that the pump module failed and must be repaired. Following temporary replacement of the bezel assembly for testing purposes only, a rate calibration was performed on the pump module with the good bezel from the dchu facility; as a result, the device was recalibrated with a new vpmr of 175.2 ¿l. Additional rate accuracy was performed to ensure the device operated within specifications, and as a result the pump module passed the test with an actual error of -0.1667%. The device was reported with no patient involvement. Note to repair center: replace the bezel assembly, air-in-line assembly and change the plastic rivets on the boards. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of vpmr being out of range was confirmed and replicated during testing. The investigation found the issue to be due to a protruding boss insert on the bottom-right bezel boss. ¿ an external inspection was performed. As incidental findings not related to the reported complaint, the right (male) and left (female) inter-unit-interface (iui) connectors exhibited contamination and corrosion, as well as minimal impact damage on the isolation ribs. ¿ internal inspection found the bezel assembly to have a protruding bezel boss insert, causing the mechanism frame assembly to lift. O fluid ingress, corrosion and contamination were observed inside the rear case. O the air in line (ail) op1 sensor, was found damage. This finding suggests the pump module experienced a physical event. ¿ an initial rate accuracy test with alaris system maintenance (asm) of the source pump module determined that the device was out of specification with an actual error of -11.500%. The vpmr was 162 ¿l and it was noted that a calibration may be required. ¿ the rate calibration task was performed on the received pump module. As a result, the new vpmr of the pump module was 144.3¿l, which was outside the acceptable range between 153.9 ¿l and 188.1 ¿l. It was noted that the pump module failed and must be repaired. ¿ following temporary replacement of the bezel assembly for testing purposes only, a rate calibration was performed on the pump module with the good bezel from the dchu facility; as a result, the device was recalibrated with a new vpmr of 175.2 ¿l. ¿ additional rate accuracy was performed to ensure the device operated within specifications, and as a result the pump module passed the test with an actual error of -0.1667%. ¿ the device was reported with no patient involvement. Note to repair center: replace the bezel assembly, air-in-line assembly and change the plastic rivets on the boards. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device vpmr is out of range. Vpmr 148.4 failed, actual error -8.41%. There was no patient involvement.